Manufacturer narrative:
H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. The device met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. It was further reported that the possible location of the leak is near the port closest to the patient. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.